Event description:
I had the lap band surgery with the realize lap band. I am now 10 months after surgery and at least 10cc of fluid - the band is supposed to be filled at 9cc's - and currently still have no restriction at all. I am not losing weight at all.